Manufacturer narrative:
This MDR is part of a remedial submission made in response to FDA form 483 observations to ensure full reporting compliance.

Event description:
It was reported that a user experienced hyperglycemia with a highest blood glucose of 398 mg/dl after alcohol consumption and inquired about using manual insulin; the user had recently changed supplies and reported no infusion set leaks or kinks and planned to administer subcutaneous insulin from a pen while disconnected per prior healthcare guidance. Symptoms included elevated blood glucose without dizziness, loss of consciousness, or diabetic ketoacidosis. Outcomes included self-management at home without medical intervention or assistance. Investigation included complaint intake review and user troubleshooting and education. Investigation of this case revealed no confirmed device malfunction or component failure and the cause remained unclear given the context of alcohol use and reported absence of infusion set issues. It was concluded, based on previously established findings for similar reports, that the cause was undetermined. If the device is returned, a physical evaluation will be performed, and a supplemental will be submitted.